Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow events; however, the low flows appeared consistent with end of life and the reported patient death. A specific cause for the reported sepsis, pneumonia, and subsequent patient outcome could not conclusively be determined through this investigation. It was reported through the patient outcome that the patient expired on (B)(6) 2022 due to respiratory failure secondary to pneumonia/sepsis. The account indicated that the device operated as expected, and the death was not device related. The pump was not explanted and will not be returning to abbott. The account did not identify the cause of the low flow alarms which didn¿t resolved; however, the low flow events appeared consistent with end of life and the reported patient death. The controller event log file contained data from (B)(6) 2022 12:13:53 through (B)(6) 2022 16:10:39. 38 low flow fault flags were captured, resulting in 28 low flow hazard alarms on (B)(6) 2022 and (B)(6) 2022. Flow was weaned down from baseline to <1.0 lpm on (B)(6) 2022, until the driveline was ultimately disconnected on (B)(6) 2022 at 01:00:31 and the pump was stopped. The low flow alarms are consistent with the end of life and the reported patient death. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The controller periodic log file captured three low flow hazard alarms on (B)(6) 2022 and (B)(6) 2022. The pump appeared to function as intended and operated at the set speed for the duration of the file. The heartmate 3 lvas IFU, rev. C, lists infection and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022. A log file was submitted with a request to interpret log files to piece together a clinical picture. A review of the log file revealed low flow event on (B)(6) 2022 at 2359:40. The recorded values were mostly greater than 1.0 liters per minute (lpms) generating low flow alarm flags. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. These occurred at times when pulsatility index (pi) was elevated. On (B)(6) 2022 at 004:11, the heartmate 3 system controller was switched from the mobile power unit (mpu) to battery power. Of note, the alarm silence button was pressed several times from 040:31 to 059:34. The motor continued to maintain speeds between the set speed setting of 4800 rpms and the low speed setting of 4400 rpms until the driveline was disconnected on (B)(6) 2022 at 100:31; a controller shutdown sequence was performed at 101:17. The controller remained off until (B)(6) 2022 at 1610:28 when it was connected to a power module, likely to download log files. The cause of death was reported to be due to respiratory failure secondary to pneumonia/sepsis. The device was not explanted and the outcome was not device related.